Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that at around 6:30 am, the patient was not feeling well, she was vomiting, had an abdomen pain, her heart was racing very fast, she also had headache. The dexcom app and tandem t:slim x2 insulin pump showed egv 40mgdl and it was also giving erratic reading like it would show low reading and later on it would give higher reading. The patient said that the egv was not constant and it kept on changing. The bg was around 400-500 mg/dl, so the parents called the emergency hotline. The patient was sent to the emergency room (ER). When they reached the ER, they did a fingerstick and it was reading 400mgdl while the egv was low. They gave IV fluids, since patient is dehydrated and there is also some medication that was given to the patient however the patient's mom can't recall those medication. It took 3 hours for the patient to be fine after receiving the medication and to return in a good state. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.